Event description:
It was reported that the patient was in the hospital due to symptoms of overdose. Her specific symptoms included extreme dry mouth, upset stomach, anxiousness, and a metallic taste in her mouth. It was indicated that these symptoms began around 4 pm on the day prior to report. The reporter felt that the metallic taste specifically sounded like local anesthetic toxicity; however, she stated that it was her instinct that told her it wasn¿t the pump. At the time of report, the patient was not having any cardiac symptoms and the healthcare provider (hcp) had not needed to give her naloxone. The patient was being given intravenous fluids which seemed to have been helping, but about fifteen minutes after they stopped giving her fluids, her symptoms returned. It was noted that the patient had oral medications, but indicated that she hadn¿t taken any for about 24 hours. In addition, the pump had been refilled approximately 1.5 weeks prior to the event and there had been no changes to therapy. It was also stated that the patient may have been in a hot tub the previous day. The device system was used to deliver dilaudid and bupivacaine. Later that same day, it was reported that the pump was emptied of drug on the day of report. On the following day, it was reported that the patient was doing fine and had left the hospital. When the drug had been taken out of the pump, it was still turned on with the alarm beeping.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that when the hcp used the wrong needle/wrong refill kit and caused the patient to have an overdose, that ever since that time, the pump had been "screwed up". (Please reference manufacturer's report # 3004209178-2012-11134 for details regarding patient's first overdose and incorrect refill kit used). It was further noted the patient had been refilled with 24 ml in the pump prior to their trip to mexico. Per the patient, the hcp in mexico withdrew 22.4 ml from the pump. The reporter stated the pump had been empty since mexico, and the patient had been without symptoms for 12 days. It was later reported that the empty reservoir was chosen by the patient as she was on vacation in mexico and requested the pump to be emptied.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).